Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter the catheter was splitting/cracked/shearing/frayed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the part of the catheter that is connected to the infusion line cracks by itself, without force, with a continuous flow of blood. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/11/2021. H.6. Investigation: one photo and one used sample was received by our quality team for evaluation. From the photo, a damaged cannula hub near the luer end was observed. The used sample was subjected to visual inspection damage was observed on the luer end of the cannula hub. One side of the luer lock flange was broken and a long crack line was observed on the surface of the cannula hub luer. A dented mark was observed on the other luer flange. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, the leakage was due the cannula hub damage on the luer end. The cannula hub luer end could have been subjected to external force applied onto the luer. The manufacturing process has been reviewed. The possible assembly stations that could be in contact with the cannula hub luer at the catheter pur assembly and the valve insertion station. The cannula hub could not be seated properly on the main assembly table fixture when the component was loaded from the linear track. If the cannula hub was slanted or offset on the fixture, there is a possibility that when the catheter pur was assembled the tooling could have hit the cannula hub luer and caused the reported damage. However, as no damage was observed on the catheter or bushing of the returned sample, the damage may not be from the catheter pur assembly station. If the cannula hub was not properly seated on the fixture at the valve insertion station during the valve insertion process, the assembly tooling could have hit onto the cannula hub luer and caused the reported damage. However, if the assembly tooling hit the cannula hub luer, it would cause the valve to be assembled incorrectly and the valve may become folded inside the cannula hub. As the valve is properly inserted into the cannula hub of the returned sample, the damage may not be from the valve insertion station. It is also possible that there could be misalignment during the needle cap assembly, the needle cap component could have hit the cannula hub luer and cause the reported damage. However, if the needle cap or cannula hub was misaligned, the cannula point would also be damaged, and it would be unable to penetrate the skin. As the needle cap assembly was not returned for investigation, the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter the catheter was splitting/cracked/shearing/frayed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the part of the catheter that is connected to the infusion line cracks by itself, without force, with a continuous flow of blood. "